Manufacturer narrative:
(B)(4). E1: full establishment name (B)(6). G2: foreign - event occurred in poland. Visual inspection shows that the tip is fractured off and missing a piece of the needle that was not returned. There were no sutures or anchors returned. The device has been cycled. The devices green handle is also disfigured. The needle fracture, as evidenced by examination of the returned product, aligns with the bending overload failure mode. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed, based on evaluation of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the green part of the handle fractured during implantation of the second staple. This did not affect the implantation of the second staple and the procedure was complete without delay. No broken pieces fell into the patient. Returned device further noted needle of the device was also fractured. No patient consequences were reported as a result from the event. Attempts have been made and no further information has been provided.